Event description:
It was reported that during use with bd intima¿-ii IV catheter the tubing clamp was defective. The following information was provided by the initial reporter, translated from chinese to english: at 12:30 on (B)(6) 2023, right heart contrast echocardiography was performed for outpatients, and a closed venous indwelling needle was required. The nurse checked the integrity of the outer packaging before inserting the closed venous indwelling needle for the patient, and no pressure or damage was found. After the indwelling needle was successfully placed in the patient's blood vessel, no abnormality was found when the sealing clamp was closed. Right heart contrast echocardiography was performed immediately. After the inspection was completed, the nurse closed the tube sealing clip again, and found that the tube sealing clip was still in the closed state, but blood was still oozing into the extension tube. The nurse immediately tightened the heparin cap and pulled out the indwelling needle.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0357808. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima¿-ii IV catheter the tubing clamp was defective. The following information was provided by the initial reporter, translated from chinese to english: at 12:30 on (B)(6), 2023, right heart contrast echocardiography was performed for outpatients, and a closed venous indwelling needle was required. The nurse checked the integrity of the outer packaging before inserting the closed venous indwelling needle for the patient, and no pressure or damage was found. After the indwelling needle was successfully placed in the patient's blood vessel, no abnormality was found when the sealing clamp was closed. Right heart contrast echocardiography was performed immediately. After the inspection was completed, the nurse closed the tube sealing clip again, and found that the tube sealing clip was still in the closed state, but blood was still oozing into the extension tube. The nurse immediately tightened the heparin cap and pulled out the indwelling needle.